Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent unrelated surgery after which the external devices displayed an error message. Further information to assess the device is pending and the next course of action is undetermined at this time.

Manufacturer narrative:
In initial report, "report type" and "type of reportable event" were inadvertently selected as "serious injury" and have been corrected to "malfunction".